Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). B. Braun complaint processing received no sample, but 3 pictures of an used pencan 25gx88mm nrfit w. N-l. Int.-EU in open packaging. The sample in the received pictures was taken to a visual inspection for damages according to the sap test plan and test method 102002_damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: at the sample in the received pictures the needle is broken off and the cannula is kinked. It shows that the raw cannula of the cannula was bent before the break. The outside diameter of the pencan cannula cannot be measured based of the picture. Summary and assessment: we assume of a problem during the application process. Based on the conducted investigations the tested sample is within the specification. Therefore the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for the batch no: 20n23h8b04, no abnormalities was observed during the in-process and final control inspection. Bending stiffness test was conducted on the retention sample of cannula tubes in accordance with the testing and measuring method. Judgement: passed. As a result of the investigation to search the root cause of the complaint symptom, it was confirmed that there is no work to bend the needle repeatedly in the bulk production process. Any abnormality was identified as a result of reviewing of the bulk production record. Judging from the results known by the investigation and the record review, we presume that the breakage of cannula was caused by being bent during the medical operation. No abnormality has been identified as a result of the visual inspection and the bending stiffness test of the retention sample. Result: 0.326 mm. Specification: max 0.43 mm (thin walled tubing). Judgement: passed. It was confirmed that the inspected samples satisfied the specification of the bending stiffness.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to (B)(4). As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. An investigation was initiated by the public prosecutor and the device was confiscated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility in (B)(6): "operating unit, faulty function." Customer information: one patient was sedated with the anesthetic gas sevoflurane via a system. An analysis in the system showed that there was a significant drop in gas concentration in the last 15 minutes. A technical defect of the device cannot be excluded. At this point, 4 perfusor space syringe pumps were probably involved. No date of occurence (date of death) was reported.